Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced weak battery and battery out limit alarm. The customer's blood glucose value was unknown. The customer stated that the pump alarmed during normal use. The customer was not able to resolve the alarm during troubleshoot. The product was not returned for analysis.